Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cut and peeled glue at the c-body pink rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue. Based on the investigation results, no nonconformances were found related to this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.